Event description:
Attempts for the vns products were made and it was reported that the funeral home will not return medical devices as the patient¿s family might want it later on in the future. It is unknown if the patient¿s device was explanted or not.death certificate indicates that the patient&#39;s cause of death is due acute myocardial infarction, secondarily due to coronary heart disease, diabetes and chronic obstructive pulmonary disease. Patient was cremated and an autopsy was not performed. Tobacco use did contribute to death.an internal sudep evaluation was performed by the manufacturer which determined the death to be unlikely sudep.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. It was noted that the patient had numerous medical issues. The patient was last seen by the neurologist over a year ago and diagnostic results showed normal device function at the time. Attempts for additional relevant information have been unsuccessful to date.